Event description:
The doctor reported the patient was hospitalized with diabetic ketoacidosis. Attempts were made to reach the mother to obtain additional information about the event. Messages were left, but she did not return the calls.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No product lot number was reported therefore no qualification records were reviewed. The omnipod's user guide warns to "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death" and it also advises "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."